Event description:
The customer ran blood glucose tests on 2 contour link meters and received readings of 15 and 178mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product was not replaced.